Event description:
It was reported that a patient presented with back-up vvi mode due to in-label use in magnetic resonance imaging environment, and loss of back-up defibrillation noted. The device was restored successfully. No adverse patient consequences were reported.